Event description:
C-cc-wd - waveform dampened or inaccurate; it was reported that pressure waveform overdamping was observed. Follow up indicated that the disposable pressure transducer was not reported. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. The catheter body was found to be in good condition. The balloon inflated clear and concentric and remained inflated for 5 minutes. All through lumens were patent without leakage and occlusion. There was not a pressure montoring device returned with the catheter.